Event description:
The customer reported that the system did not x-ray. When putting the tube in a horizontal position, it shuts down exposure.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem, he found a damaged cable on the footswitch and replaced the defective footswitch. The system operates as intended. (B) (4)